Event description:
During a right long finger a1 pully release with focal tenosynovectomy, and damaged flexor digitorum superficialis procedure, the physician noticed a microscopic piece of metal while closing the wound. The physician was not sure which instrument the metal piece came from. The instruments and the metal piece were removed from the sterile field. X-rays were taken to determine if any metal remained in the pt. The x-ray was negative.

Manufacturer narrative:
(B)(6) did not report the part number or lot number of the instruments. They did not return the instrument for eval.